Event description:
A malfunction was reported involving a customer's pump, which was no longer under warranty. There was no adverse impact to the customer's blood glucose level. Limited information was provided, and no replacement pump was issued as the device was not being returned.